Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Myocardial infarction and thrombosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record could not be conducted because the part and lot number were not provided. The additional adverse patient effect of death is being filed under a separate medwatch report number.

Event description:
This event was captured based on literature review. It was reported through a research article identifying rx xience prime stents that may be related to the following: death, myocardial infarction, thrombosis, and target vessel revascularization. Specific patient information is documented as unknown. Details are listed in the article, titled paclitaxel-eluting versus everolimus-eluting coronary stents in diabetes.